Manufacturer narrative:
Investigation: samples/ photos: it was received one opened and used sample of the insyte autoguard pnk 20ga x 1.16in product, catalog number: 38183414 from lot: 7150554 . After careful visual analysis of the sample using disposable gloves, it can be verified that there was a damage inside the component called "grip" this damage generated a burr that prevented the needle from totally retract. Retain sample evaluation: not apply. The assembly lot: 7116587 used in the claimed final product lot: 7150554 of insyte autoguard 20g x 1.16 was analyzed for the "damaged component" tests and no records were found that could lead to the incident in question. Qn/ ncmr review: no records of qn were evidenced for the defect related to this complaint for the assembly lot: 7116587 and for the claimed final product lot 7150554. Unplanned maintenance: corrective maintenance history was evaluated during the assembly history of the batch and maintenance request # 601398169 was evidenced due to: "failure in the drive station 5.52.3" that caused damage inside the safety cylinder. According to investigations carried out such maintenance may lead to occurrence of reported in this complaint. Confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comment: according to the analysis of the sample returned from the customer and the history of corrective maintenance in the production period of the batches related it was able to confirm this complaint. Based on the investigations of this complaint, a failure occurred at station 5.52.3 of the product assembly machine caused damage inside the grip when a claw of the machine picks up this grip in the inner caused the damage evidenced. This damage causes a burr inside the grip that block the retraction of the needle occurs until the end causing this kind of complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in. Locked into place during use. No injury or medical intervention.